Event description:
It was reported that balloon rupture occurred. Vasular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Dilatation was performed again with a non-bsc device and the procedure was completed. No patient complications were reported.